Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a shorted diode, designator cr15.

Event description:
The customer reported that their device would not power on.  There was no report of any patient use associated with the reported issue.